Manufacturer narrative:
Device return expected but has not been received yet, being returned from australia. Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
In locking the sacral screws with the torque wrench, the surgeon noticed the blocker drove further into the head than it should have. On closer investigation, the polyaxial head had "popped off" the screw entirely. Another item was used instead. Completed unsatisfactorily with an alternative implant.